Manufacturer narrative:
Section d6a: date of implant corrected manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files revealed a driveline communication fault alarm. The account reported that the alarm resolved following the controller and modular cable exchange. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that urgent read was requested. The log files captured the start of the driveline communication a faults on (B)(6) 2025. The pump was running at the time. At 13:18:23 the driveline was disconnected, then reconnected at 13:18:37. The comm faults continued. At 13:22:04 the driveline was disconnected, and it appeared the system controller was replaced at this time. The alarm was cleared, and the patient was being admitted for monitoring. The patient reported that they dropped the controller the past week. If the alarm was to come back, the plan was to change the modular cable. Further log files were submitted that appeared to indicate the comm fault was cleared on (B)(6) 2025 around 1645 and the alarm condition did not return. The pump itself appeared to be operating within normal parameters. Continued monitoring was recommended. The log file from (B)(6) contained data as a backup controller. The event log file captured driveline communication fault a starting (B)(6) 2025 at 1305 until the end of the log. It was recommended to clear the alarms. One day later the customer called to report the communication faults had returned. The alarm was silenced, and the modular cable was replaced. The patient was also provided with a new primary controller. The event log file after the exchange had limited data in it. However, it did not capture further communication faults. It appeared that the modular cable and controller replacement resolved the issue.